Manufacturer narrative:
(B)(6).

Event description:
During periodic maintenance of the ventilator, the manufacturer¿s international service technician reported an error code indicating "check vent: proximal pressure sensor auto-zero failed." There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the solenoid valve 3 and solenoid valve 4 to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.